Event description:
It was reported that a flogard infusion pump did not function. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. Visual inspection found the device in good physical condition. A review of the alarm log did not identify anything that could have caused the reported problem. An occurrence of the upstream occlusion alarm on pump two was identified when the device was powered on. The cause of the device not functioning was determined to be an upstream occlusion alarm. The cause of the upstream occlusion alarm was determined to be an out of calibration upstream occlusion sensor. To correct the condition, the upstream occlusion sensor was calibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.